Event description:
The hcp reported the patient's spasticity symptoms were not improved with the device system. An indium study and xray were done. The results were not reported, though the hcp reported concern regarding a possible pump malfunction. The catheter and pump were explanted and replaced and returned to the manufacturer for analysis. The patient outcome was reported as to be determined. A follow up report will be sent when additional information is received.